Manufacturer narrative:
D4 expiration date ¿ added. H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter was inspected and a tear/hole/perforation was noted at the distal end of the balloon. There were no other visual anomalies noted to the device. During functional testing, an unsuccessful attempt was made to flush the device and advance a demo guidewire, the balloon catheter shaft was found to be blocked/occluded at a few centimeters from the hub. The balloon catheter was cut in order to inflate the balloon. The balloon was attempted to be inflated and noted to be leaking at the tear/hole/perforation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "the preparation was done according to dfu with 50/50 dilution of contrast/saline solution. During the ballooning of the flow diverter, the balloon exploded". The device was confirmed to be in good condition prior to the procedure, and the dfu was used during the set up and procedure. The anatomy was not tortuous. The device was returned for analysis and the catheter shaft was noted to be blocked/occluded and a tear/hole/perforation was noted at the distal end of the balloon which confirms the balloon burst/ruptured during use. An assignable cause of procedural factors will be assigned to the as reported and the as analyzed event 'balloon burst/ruptured during use¿ as well as to other as analyzed events 'balloon catheter shaft blocked/occluded', 'balloon leaked during use', 'balloon failed to inflate' and 'balloon has hole/perforation during use' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the subject balloon burst. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject balloon burst. The procedure was completed successfully with no clinical consequences to the patient. No further information is available.